Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial (B)(4) product type: recharger. Product ID: 37761, serial (B)(4) product type: recharger. The main component of the system. Other relevant device(s) are: analysis of the 37761 desktop charger. Product ID: 37761, serial/lot (B)(4) found evidence of broken connector pins. (B)(4) applies to the recharger. (B)(4) codes apply to the recharger. (B)(4) codes apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins recharger (insr) was displaying the charge insr warning screen, despite being connected to a desktop charger (dtc) plugged into a household ac receptacle. The patient stated that they were in great pain due to not being able to use their stimulator because of not being able to recharge it. Replacement insr , and desktop charger (dtc) were sent. The patient contacted patient services again stating that they required a new belt because the old one is attached to the insr being replaced. Patient service agent instructed the patient how to disconnect the old belt to attach it to the replacement insr. On (B)(6) 2018 it was reported that the patients weight at the time (B)(6), and that the replacement desktop charger (dtc) had resolved the issue. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-08-16 additional information was received reporting that the patients weight at the time of the event was 110 lbs., and that the replacement desktop charger (dtc) had resolved the issue, but patient reported always having minimal pain. No additional patient symptoms, or additional device complications were reported for this event.